Event description:
As reported, the surgeon determined that patient's right side glenoid bone was deficient requiring implantation of a competitor's glenoid replacement prosthesis. During surgery, the surgeon also determined that exactech humeral stem had to be removed to resect more humeral bone to allow implantation of the reverse shoulder construct with the glenoid replacement prosthesis. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): humeral head, short, 44mm, 310-01-44, anatomic replicator plate, 4.5mm o/s, 300-10-45. Humeral stem primary, press-fit, 13mm, 300-01-13. Torque defining screw kit, 300-20-02.